Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. Visual inspection found foreign substance on the battery interconnect board. The battery interconnect board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.